Manufacturer narrative:
Concomitant medical products: ddbb2d1 ICD implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had oversensing of noise with a change in lead impedance and threshold. The lead was suspect of a fracture. The lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.